Manufacturer narrative:
(B)(4). Proposed g-code: mechanical (g04) - drill visual examination of the returned product identified the device shows signs of use with some wear on the baseplate reamer tip. Galling on the shaft of the reamer is present as well. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the reamer was bent. No adverse event has been reported as a result of the malfunction.